Manufacturer narrative:
Vitros (B)(6) results were obtained from two samples collected from the same patient processed on three different vitros 5600 systems that were discordant when compared to a (B)(6) vitros (B)(6) result and a non-vitros (B)(6) result. The event was isolated to samples collected from this patient that was known to be infected with a mutant form of (B)(6). The most likely assignable cause is an unknown sample interferent that interferes with the vitros (B)(6) assay but not the non-vitros (B)(6) method. The vitros (B)(6) IFU states the following: a negative test result does not exclude the possibility of exposure to (B)(6) virus. Based on historical vitros (B)(6) quality control results, there was no indication the vitros 5600 system or the vitros (B)(6) reagent lot 2500 malfunctioned. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros product (B)(6) reagent, lot 2500. Per a medical consultation with an ortho medical safety officer, the interpretation of results indicates an early stage of infection in this patient. It is likely the vitros (B)(6) is due to a limitation of the assay, although this could not be confirmed. In this case, there is no patient risk, as the (B)(6) was (B)(6) and (B)(6) igm was borderline, suggesting earlier (B)(6) infection. (B)(4).

Event description:
Vitros immunodiagnostic products (B)(6) results were obtained from two samples collected from the same patient processed on three different vitros 5600 systems. The results were discordant when compared to a (B)(6) vitros (B)(6) result and a non-vitros (B)(6) result. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. It is unknown if the vitros (B)(6) discordant (B)(6) results were reported outside the laboratory. However, there was no allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).